Event description:
It was reported to boston scientific corporation the procedure was completed. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable".

Event description:
It was reported via a trial that after post dilatation of the xact stent in the left internal carotid artery bifurcation, the patient experienced hypotension. The patient was given a dopamine infusion for one day, and the patient's blood pressure medications were held. The patient was discharged home the following day with oral medication to increase blood pressure (pseudophed). The patient's hypotension is continuing but improved. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of hypotension, is listed in the xact instructions for use as a known adverse patient effect. Although a conclusive cause for the reported patient effect and treatment and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, labeling and design.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Embolic protection: emboshield nav 6 (catalogue 22438-19, lot 0091051). The stent remains in the patient. The delivery system was discarded. A follow-up will be submitted with all relevant information.